Manufacturer narrative:
(B)(4). Evaluation: the reported condition was confirmed and duplicated and the root cause was determined to be due to a burned power input module. The device did not meet baxter specifications upon arrival, thus repair was required. The actual homechoice device was evaluated and all functional tests were performed as per baxter?s required procedures. During visual inspection, no issues were found. The power on self-test was not successfully performed due to no power to the unit. One hour therapy was not successfully performed. The event history was not able to be retrieved due to no power to the unit.

Event description:
It was reported that a home patient's (hp) homechoice (hc) machine started smoking t the start of peritoneal dialysis (pd) therapy, before the home patient (hp) was connected. The registered nurse (rn) stated that she powered the machine on and advanced to load the set. The machine made a popping noise, started smoking and had a wire-burning smell. The rn powered the machine off and unplugged it from outlet. The rn had another machine that she would use for the hp's therapy that night. There was no patient involved, no patient injury or medical intervention was associated with this event.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not yet been received for evaluation. A follow-up report will be filed if additional information is received.